Event description:
It was reported the patient had diaphragmatic stimulation from the right ventricular (rv) lead. The rv lead was unable to capture at high outputs, undersensing and over pacing. The rv lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) competitor implantable pacing lead (B)(6) 2012.